Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted for chest pain and a small pleural effusion. The physician felt that this was due to a probable right ventricular lead micro-perforation. The pocket was opened and electrical testing was done on all leads. The physician determined that the right ventricular lead most likely was the cause of the effusion. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.